Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's mother did not know the blood glucose reading at the time of the alarm nor at the time of the call. She stated that the customer was in a care facility and unable to troubleshoot, since he was not present at the time of the call. The caller declined return of the infusion set or reservoir for analysis. The customer's mother was advised to try other infusion sets of an alternative insertion site in order to resolve the issue. She advised that she would call back if the issue recurred. Nothing further reported.